Manufacturer narrative:
Product event summary: at analysis, it was noted that the battery contacts were contaminated with a transparent sticky brown residue and it was additionally noted that there was corrosion caused by battery fluid. The generator's main board was to be calibrated, its battery contacts cleaned and it then needs to be retested.

Event description:
The external pulse generator was returned for service because it had been dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Correction: product event summary: at analysis it was noted on incoming inspection that the atrial patient connector was broken and the control knob missing (which confirmed the reason for return). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.